Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While in the middle of making distal cuts, saw blade came out of the attachment. We tried re-attaching saw blade but it would fall out again shortly after coming back into haptics with the arm. Upon checking it with scrub tech, I did not hear any clicking as the saw blade was placed back in angled attachment and tightened. Did not feel comfortable with using this attachment so we used another. Had the surgeon check all checkpts on saw and femur before we finished the knee. No issues in the case after this. Will need an angled saw attachment replacement though. I inspected it after the wash and it doesn't seem to want to engage or hold anything...I do not hear any clicking or locking. Surgical delay2mins max . Case type: tka.

Event description:
While in the middle of making distal cuts, saw blade came out of the attachment. We tried re-attaching saw blade but it would fall out again shortly after coming back into haptics with the arm. Upon checking it with scrub tech, I did not hear any clicking as the saw blade was placed back in angled attachment and tightened. Did not feel comfortable with using this attachment so we used another. Had the surgeon check all checkpts on saw and femur before we finished the knee. No issues in the case after this. Will need an angled saw attachment replacement though. I inspected it after the wash and it doesn't seem to want to engage or hold anything...I do not hear any clicking or locking. Surgical delay 2-mins max case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: while in the middle of making distal cuts, saw blade came out of the attachment. We tried re-attaching saw blade but it would fall out again shortly after coming back into haptics with the arm. Upon checking it with scrub tech, I did not hear any clicking as the saw blade was placed back in angled attachment and tightened. Did not feel comfortable with using this attachment so we used another. Had the surgeon check all checkpts on saw and femur before we finished the knee. No issues in the case after this. Will need an angled saw attachment replacement though. I inspected it after the wash and it doesn't seem to want to engage or hold anything...I do not hear any clicking or locking. Surgical delay2mins max case type: tka. Device evaluation and results: functional inspection shows that the knob turns and the blade clamp closes on the blade but does not stay locked. Visual inspection shows that the pawl which allows the locking knob to lock and unlock is broken and not making contact with the locking knob pin. The inspection also shows wear marks on the knob from where the knob wrench makes contact. See attached picture. This failure is consistent with excessive force applied to the knob by the wrench. Dimensional inspection not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis not performed as the failure mode is consistent with excessive force applied to the knob by the wrench. Product history review a review of device history records shows that on 02/01/17 49 devices were inspected and 9 devices were placed on: qt17-02-0008. A review of the data revealed that the non-conformances are not related to the failure alleged in this complaint. Complaint history review a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35040117/3500799 shows 5 additional complaints related to the failure in this investigation. These complaints are: 1669602, 1681820, 1695573, 1696344, 1771935. Tracking of complaints related to the 212480 part number will be tracked through trend request # 1191. Conclusions: the complaint of the blade not being clamped properly was confirmed. The investigation showed that the cause of failure was a pawl that was stuck inside the ratcheting hub. The issue was observed during the case and resulted in a delay of up to 2 minutes. There was no further harm and the case was completed successfully. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
While in the middle of making distal cuts, saw blade came out of the attachment. We tried re-attaching saw blade but it would fall out again shortly after coming back into haptics with the arm. Upon checking it with scrub tech, I did not hear any clicking as the saw blade was placed back in angled attachment and tightened. Did not feel comfortable with using this attachment so we used another. Had the surgeon check all checkpts on saw and femur before we finished the knee. No issues in the case after this. Will need an angled saw attachment replacement though. I inspected it after the wash and it doesn't seem to want to engage or hold anything...I do not hear any clicking or locking. Surgical delay2mins max case type: tka.